Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet drove the patient¿s glucose as low as 45 mg/dl per patient report, with device data showing nadirs around 57 mg/dl, while the patient also experienced elevated glucose outside the target range; the patient has cystic fibrosis¿related diabetes and questioned whether residual endogenous insulin affected ilet algorithm performance. Symptoms included low glucose and high glucose. Outcomes included user-performed mitigation with oral glucose and continuation of therapy without emergency care or hospitalization. Investigation included clinical troubleshooting, user education on overtreatment, adjustment planning for targets, and a factory reset followed by sensor re-pairing; glucose at the time of follow-up was 286 mg/dl. Investigation of this case revealed no device malfunction and an unclear cause, with contributing factors possibly including user overtreatment behaviors and variable physiology, while the device and sensor functioned after reset. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.